Manufacturer narrative:
(B)(4).the reported condition was confirmed. The cause of the condition was not determined. A batch review was conducted for both lot numbers. There were no deviations found related to this condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A visual inspection and pressure testing observed a leak in the device. Upon a closer inspection with a magnifier a crack in the check valve was identified. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an anti-siphon combination set leaked during patient therapy. The actual date of occurrence is unknown. There was patient involvement reported, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.